Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). The device was returned to olympus for inspection and the discovered issue of foreign matter in the device was confirmed. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the device, it was noted that foreign matter was present in the air/water channel and auxiliary jet tube. There was no allegation of harm or adverse event associated with this event.